Event description:
Boston scientific performed a retrospective data analysis on opticross using the pinc ai healthcare database from premier. Patients are identified through use of opticross as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. The procedures were performed from april 2024 through september 2024. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Opticross outcomes were assessed against similar/benchmark products. Rates of the adverse events including death, vessel perforation, myocardial infarction, arrhythmia, allergy, bleeding, cardiac arrest, hypotension, embolism, hematoma, infection, stroke, abrupt closure, acute renal failure, cardiac tamponade and coronary artery bypass graft (CABG) conversion/additional intervention were reported. 6 month mortality rates: opticross: 1.6%, opticross 6: 1.1%, opticross 6 hd: 1.0%, opticross hd: 0.4% compared to a competitor rate of 0.0%-1.6%, the safety rates for mortality fall within the range set by the similar/benchmark products in the analysis. The rates are similar; therefore, the safety goals were met.

Manufacturer narrative:
B2 date of death and b3 date of event: data was provided for events recorded april 2024 - september 2024. 01apr2024 selected as the earliest possible date of event and date of death. Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc. Detailed product information was not provided to bsc and no further information is available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.

Event description:
Boston scientific performed a retrospective data analysis on opticross using the pinc ai healthcare database from premier. Patients are identified through use of opticross as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. The procedures were performed from (B)(6) 2024 through (B)(6) 2024. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Opticross outcomes were assessed against similar/benchmark products. Rates of the adverse events including mortality, vessel perforation, myocardial infarction, arrhythmia, allergy, bleeding, cardiac arrest, hypotension, embolism, hematoma, infection, stroke, abrupt closure, acute renal failure, cardiac tamponade and coronary artery bypass graft (CABG) conversion/additional intervention were reported. 6 month mortality rates: opticross: (B)(4), opticross 6: 1(B)(4), opticross 6 hd: (B)(4), opticross hd: (B)(4). Compared to a competitor rate of(B)(4), the safety rates for mortality fall within the range set by the similar/benchmark products in the analysis. The rates are similar; therefore, the safety goals were met.

Manufacturer narrative:
B2 date of death and b3 date of event: data was provided for events recorded (B)(6) 2024 - (B)(6) 2024. (B)(6) 2024 selected as the earliest possible date of event and date of death. Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc. Detailed product information was not provided to bsc and no further information is available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. Investigation results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: risk review was completed and confirmed that the event of device - normal with the hazardous situation of reduced bloodflow and the harm of myocardial infarction- life threatening, the event of device - normal with the hazardous situation of device interaction or entanglement with other device requiring manipulation or intervention and the harms of additional intervention required- moderate and vessel trauma- moderate, the event of device - normal with the hazardous situation of interacts with vessel wall and the harm of vessel trauma - severe, the event of device - normal with the hazardous situation of difficulty delivering to treatment site due to patient factors such as challenging anatomy and/or a long complex procedure requiring additional device use beyond current procedure (e.g. Atherectomy device) and the harm of additional intervention - moderate were defined in the risk documentation and are documented accordingly in the prr and these all these events can be associated with the as reported impact code of death. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: this investigation has been assigned an investigation conclusion code of known inherent risk of device. This conclusion is supported by the following objective evidence: according to the IFU states that the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. Accordingly, adverse events may occur at any time with varying frequency or severity, including death. The clinical event is anticipated in nature and severity.